Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited high thresholds and loss of capture. The lead remains in use. No further patient complications have been reported as a result of this event.